Event description:
It was reported that the pump screen was dark and would not turn on. Customer¿s blood glucose level was 167 mg/dl. Technical support instructed the customer to troubleshoot the pump by pressing the center button and plugging it into a power source, which did not solve the issue. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions on how to put the pump into storage mode. The customer was instructed to use multiple daily injections as a backup therapy and to return the faulty pump using a pre-paid label within 10 days.